Event description:
It was reported that the ventilator's nozzles were found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's nozzles were found defective. Our field service engineer has investigated the reported ventilator on site. Both nozzles were found defective and they need to be replaced. However, despite several reminders we didn't receive more information if the defective parts have been replaced nor they returned for investigation. Therefore, no root cause can be established.